Event description:
On (B)(6) 2012, the reporter called animas alleging that the up keypad button has been intermittently unresponsive and the ok keypad button is sticky requiring 7 or 8 presses to respond. The patient reportedly wears the pump under clothing and against the body and cleans the pump with a paper towel. There is reportedly no adverse event associated with this complaint. This complaint is being reported due to allegation of keypad malfunction that remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.